Event description:
Consumer called to report having a seizure and needing emt assistance was taken to the hospital for treatment. Thinks the meter readings are not accurate.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.